Event description:
It was reported that during the passage of the interference screw the screw tip broke, a back up device was available. No patient injury reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time. If relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.